Event description:
It is reported that after the stem was implanted the surgeon noticed nicks on the neck of the stem. The surgeon was unable to use another stem due to limited product availability. Also, due to the patient's anatomy the surgeon was unable to upsize the stem. Therefore, he had to leave the stem implanted.

Manufacturer narrative:
This report will be amended when our investigation is complete.